Event description:
It was reported that the cub siderail did not offer any resistance and when it was released it dropped down on a nurse's arm. Reportedly, the nurse injured her arm but the extent of the injury was not provided by the customer. There was no pt involvement reported.

Manufacturer narrative:
Broken assist cable. Investigation is ongoing; a follow-up report will be issued as necessary based on results.